Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood test results of 114, 134 and 121 mg/dl. Customer stated she has been using the true metrix meter for about a week. The customer¿s expected pm fasting blood glucose test result range is 80-110 mg/dl. The customer feels well and did not report any symptoms. Customer stated she had contacted nurse due to the meter results; customer did not disclose the date when this had occurred. The nurse had advised customer to obtain control solution to test the meter. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 05/31/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 114 mg/dl date: 12/21 time: 1:52 pm fasting result 2: 134 mg/dl date: 12/21 time:1:52 pm fasting, result 3: 121 mg/dl date: 12/21 time: 1:51 pm fasting, result 4: 129 mg/dl date: 12/20 time: 12:28 am fasting, result 5: 123 mg/dl date: 12/20 time: 1:27 am fasting.

Manufacturer narrative:
Internal report reference number:(B)(4). Adverse event report is being submitted due to customer contacting nurse due to meter results. Type of reportable event is being submitted as serious injury due to no defect found on returned meter and test strips. Meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 14-feb-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.